Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. A review of the event history log revealed error 44510. Functional testing found error 44510 due to a faulty printed wire assembly (pwa). The dso seal and pwa were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported an alimentation connector problem. There was unknown patient involvement. The device evaluation found a damaged downstream occlusion (dso) seal and 44510 error.